Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported a leaking disposable cassette upon completion of a treatment on continuous cycling peritoneal dialysis (ccpd). There were no reports of an adverse event. The patient stated that his cassette has been discarded but he provided the lot number, agreed to send in a companion sample for evaluation. Patient reported he was given a prophylactic antibiotic.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch records review confirmed the labeling, material, and process controls were within specification.